Manufacturer narrative:
(B)(4). This report of a connection issue was not confirmed due to unavailable sample. A batch review was not performed as lot information was unknown. The home patient (hp) contacted global technical services (gts) regarding a leak in the heater bag on the homechoice (hc) during drain. The hp stated the heater bag somehow disconnected and started leaking. Based on the information obtained from baxter's investigation, a root cause was not identified. Similar reports have been received by baxter. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Should any additional information become available, a follow-up report will be submitted.

Event description:
The home patient (hp) contacted global technical services (gts) regarding a leak in the heater bag on the homechoice (hc) during drain. The hp stated the heater bag somehow disconnected and started leaking. The technical service representative (tsr) assisted the hp to end therapy. There was no patient injury or medical intervention reported.